Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what vessel or structure was the device fired on at the time of the event? Mostly ducts. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Minimal torturing. The surgeon will turn his wrist a little to be able to see the clip better. He does not blunt dissect with the device. Was any unexpected resistance felt while firing the trigger? In this case, it felt normal ¿ in other cases, sometimes when it ¿cross bites¿, it feels easier ¿ always 3 clips on duct. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Not in this case. Which firing of the device did this event occur on? Asku. Was a cholangiogram performed using the device? Asku.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were pulling off the cystic duct and artery. The clips were not formed properly and a gap was noticed at the proximal and distal portion of the clip. The clip was not closing parallel. This happened multiple times. Another device was used to complete the procedure. There was no patient consequence. One device was discarded.